Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the customer rec'd an occlusion alarm. Tandem technical support was unable to trouble shoot as the customer was unable to provide any further details about the occlusion. There was no reported impact to the customer's blood glucose level.